Event description:
A customer reported receiving a ¿remove sensor and start a new one¿ error message on the same day of the adc device application and was unable to obtain sensor scans. The customer experienced a symptom of nausea and was able to self-treat with ¿bepran¿. The customer then had contact with a healthcare professional and received unspecified medical treatment for the diagnosis of hypoglycemia. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.